Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt mentioned they had lost 50lbs so the stimulator "slipped" and a pocket revision was done on (B)(6) 2021. No patient symptoms were reported.